Event description:
It was reported that a multifocal intraocular lens (iol) was explanted after approximately two and one half (2.5) years due to dysphotopsia. Reportedly, a monofocal intraocular lens was implanted successfully as a replacement, and the patient is doing fine post operatively.

Manufacturer narrative:
(B)(6). Visual inspection of the lens showed that the optic was received cut in half, which is consistent with a lens that has been removed from the eye. No optical deviations on the optic parts could be found. The device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens was verified and were shown to be within specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.